Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.